Event description:
Additional information noted that the review of the electromagnetic strips showed the device was undersensing.

Event description:
It was reported that the patient experienced asystole, patient was administered atropine. The pulse generator exhibited oversensing causing pacing inhibition. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.